Manufacturer narrative:
The investigation into the controller error issue has been completed. The complaint date was 7/5/2023. The console was returned over one year after the failure date. The data analysis of the logs was not possible as there were no logs available on the device for that complaint date. Constellation and the logs were searched but there were no logs in those locations as well. Due to the lack of logs, the nature of the complaint described is unknown. The returned device investigation did not find any issues with the console, the console operated as expected. There were no issues found during the case since the logs were unavailable and clinical information was insufficient to assist with the cause of the alleged issue. The console operated as expected when returned for investigation. There was not enough information to determine the cause, the product did not fail specifications when testing. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) lost the placement signal. It was reported that the yellow controller error message was generated three separate times. A loaner was supplied to the customer by the local onsite team. There was no report of patient harm or injury.